Event description:
Boston scientific received information that one day post implant, this patient presented to the emergency room with diaphragmatic stimulation. Lead dislodgement was suspected and a revision procedure was performed to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and no other adverse events have been reported. This product issue will be updated if additional information is received.